Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional f/u to this MDR is expected upon completion of the investigation.

Event description:
The therapist moded up pt ID (B)(6) for treatment on the 4ditc and observed an added field within the middle of the treatment plan ((B)(4)). The therapist states the wording of this field changed every time the key was turned to deliver treatment or every time the next field was moded up for treatment. The therapist did not treat this field but states they were able to motion enable the machine to the field parameters. The therapist closed the treat application and re loaded application and the pt plan. After reloading the plan the strange added field was no longer present and the plan appeared normal. The therapist state that early in the day, they did experience a communication issue between the 4ditc and obi workstation but all computers seemed to be functioning normally when they loaded this pt plan. No serious injury was reported as a result of this event.